Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 26 mg/dl. The customer also experienced a high blood glucose level of 354 mg/dl. She received a battery out limit, a no delivery, and a low reservoir alarm when she left her insulin pump in mexico. The product was not returned. Nothing further to report.